Event description:
On an unknown date, a 4-year-old female patient was undergoing vv-ECMO with a crescent ra catheter and then experienced an ra perforation. This occurred after a bowel movement that may have moved the catheter from its original position in the patient's anatomy. The clinical actions were "chest tube, va". On (B)(6) 2022, the ECMO director described that the catheter was likely placed too deep initially. The patient expired, and minimal details of this case were made available.

Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure, nor has the hospital alleged a device deficiency of the crescent ra catheter. Definitive root cause of the injury and/or patient death is not fully described. Review of the information provided by the hospital and the ECMO director suggests that the placement location, possibly too deep within the atrium, may have been a contributing factor to the perforation injury. The hospital has requested further training of their staff.